Event description:
While expelling air from low pressure syringe with injector, syringe end exploded off in 2 pieces, due to injector pressure. No injury to pt, operator or equipment. Error code on the injector registered e439. User was instructed to call co service number.